Manufacturer narrative:
PMA/510(k) number unavailable; item number unknown / not provided. Product not returned to manufacturer.

Event description:
It was reported that the unknown zimmer screw loosened.

Manufacturer narrative:
(B)(4). No product was returned for inspection. A device lot number was not provided so a device history record review and a complaint history review could not be performed. Complainant reported that the ¿screw loosened and was retightened¿. The complaint could not be verified, as the product was not returned and the exact details and condition of device usage could not be replicated. A definitive root cause could not be identified for the reported event.